Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed.". The patient's medical history included anorexia on (B)(6) 2016, graves' disease on (B)(6) 2016, depression in 2002, multigravida and parity 4 (date of live births: (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2011.). Previously administered products included for an unreported indication: topamax on (B)(6) 2016. Concurrent conditions included hypothyroidism since (B)(6) 2016 and obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced abdominal distension ("painful bloating on the daily basis"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), gastrointestinal disorder ("gi conditions") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal distension, fatigue, weight increased and alopecia had resolved, the menorrhagia, vaginal haemorrhage, depression, gastrointestinal disorder and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously it was reported essure inserted on (B)(6) 2012 and changed to (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new event gi conditions, headaches added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed.". The patient's medical history included anorexia on (B)(6) 2016, graves' disease on (B)(6) 2016, depression in 2002, multigravida and parity 4 (date of live births: (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2011.). Previously administered products included for an unreported indication: topamax on (B)(6) 2016. Concurrent conditions included hypothyroidism since (B)(6) 2016 and obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced abdominal distension ("painful bloating on the daily basis"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal distension, fatigue, weight increased and alopecia had resolved, the menorrhagia, vaginal haemorrhage and depression outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously it was reported essure inserted on (B)(6) 2012 and changed to (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: case became incident, event injury nos removed, new events (dysmenorrhea, pelvic pain female, menorrhagia, depression, device monitoring procedure not performed, migraine vaginal bleeding, weight gain, bloating, hair loss and fatigue, abdominal pain were added, reporter details, medical history and date of birth of patient updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed.". The patient's medical history included anorexia on (B)(6) 2016, graves' disease on (B)(6) 2016, depression in 2002, multigravida and parity 4 (date of live births: (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2011.). Previously administered products included for an unreported indication: topamax on (B)(6) 2016. Concurrent conditions included hypothyroidism since (B)(6) 2016 and obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced abdominal distension ("painful bloating on the daily basis"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal distension, fatigue, weight increased and alopecia had resolved, the menorrhagia, vaginal haemorrhage and depression outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously it was reported essure inserted on (B)(6) 2012 and changed to (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: this record was detected to be a duplicate to record # us-bayer-(B)(4) (social media case) from which all information was transferred to this record (us-bayer-(B)(4)), then duplicate record # us-bayer-(B)(4) will be deleted. No new information was provided incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed.". The patient's medical history included anorexia on (B)(6) 2016, graves' disease on (B)(6) 2016, depression in 2002, multigravida and parity 4 (date of live births: (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2011.). Previously administered products included for an unreported indication: topamax on (B)(6) 2016. Concurrent conditions included hypothyroidism since (B)(6) 2016 and obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced abdominal distension ("painful bloating on the daily basis"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), back pain ("back pain"), adnexa uteri pain ("ovaries hurt"), uterine enlargement ("swollen uterus"), polymenorrhoea ("I went from a 31 days cycle to 27") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal distension, fatigue, weight increased and alopecia had resolved, the menorrhagia, vaginal haemorrhage, depression, gastrointestinal disorder, headache, back pain, adnexa uteri pain, uterine enlargement, polymenorrhoea and adenomyosis outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, adnexa uteri pain, alopecia, back pain, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously it was reported essure inserted on (B)(6) 2012 and changed to (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: social media content received: new events were added: back pain, shortened menstrual cycles, ovarian pain, adenomyosis and swollen uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.